Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device failed to evacuate and became stuck on the wire. An 2.4mm jetstream® xc atherectomy catheter was selected for a atherectomy procedure in the distal superficial femoral artery. A non-bsc wire was advanced up to the popliteal artery. The jetstream was advanced and aspiration was performed. After 3 minutes, the jetstream lost aspiration. The jetstream catheter was pulled back; however the wire and catheter stuck and did not come out. All devices were removed from the patient. A thruway wire was selected and advanced with the jetstream but it could not advance and the devices became stuck together. The catheter and wire were removed from the patient together. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece with a guidewire in the device. The device was visually examined for any shaft damage. Visual examination showed no damage to the catheter shaft. The guidewire was pulled from the device with no effort or issues. Functional testing of the device was completed by connecting it to the jetstream console. The devices rotational function was confirmed to be as designed. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. The devices tip is submerged in the beaker and the device is run for a period of 1 minute. Test result showed that the device did not perform as designed. Dissection of the catheter shaft showed a blockage due to a heavy clot burden inside of the aspiration lumen. Due to this blockage the aspiration of the device would fail. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device failed to evacuate and became stuck on the wire. An 2.4mm jetstream® xc atherectomy catheter was selected for a atherectomy procedure in the distal superficial femoral artery. A non-bsc wire was advanced up to the popliteal artery. The jetstream was advanced and aspiration was performed. After 3 minutes, the jetstream lost aspiration. The jetstream catheter was pulled back; however the wire and catheter stuck and did not come out. All devices were removed from the patient. A thruway wire was selected and advanced with the jetstream but it could not advance and the devices became stuck together. The catheter and wire were removed from the patient together. The procedure was completed with another of the same device. There were no patient complications reported.